Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address original stem subsidence that was believed to be a result of a fracture in the medial calcar. Surgeon also swapped liner and used a new 36-2 metal head while in the joint. Doi: (B)(6) 2018, dor: (B)(6) 2018.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.